Manufacturer narrative:
H10: internal complaint reference number: case (B)(4).

Event description:
It was reported that during an arthroscopy, the bioraptor anchor got broken while tapping into the bone. The broken pieces were removed successfully with the help of a grasper. The procedure was completed with a delay less than 30 minutes using a smith and nephew back up device in an additional bole hole. No further complications were reported.

Manufacturer narrative:
H11: h2: corrected data on d4 (lot number & expiration date) & h4.

Manufacturer narrative:
Internal complaint reference (B)(4). H10: h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the tensile strength requirements are specified. A material certificate of analysis(coa) is required for raw material. A clinical review states that no clinically relevant supporting documentation was provided for inclusion in this medical investigation. The impact to the patient was the anchor breakage and the 30-minute surgical delay. No other complications were reported; therefore, no further clinical/medical assessment is warranted at this time. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.